Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. Concomitant product: 4968-60, lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited fluctuating impedances and increased capture threshold which correlated with the fluctuation. A fluoroscopic evaluation will be performed of the header block due to a possible setscrew issue with the implantable cardioverter defibrillator (ICD) device. The lead and device remain in use. No patient complications have been reported as a result of this event.